Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to fibrin as all samples met specifications. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was a clotting problem on 1,000 tubes noted after centrifugation. No patient impact was reported.